Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 572 mg/dl. During troubleshooting with tandem technical support(cts), a fill tubing was performed and no insulin drips was seen coming out of the tubing. Reportedly, the customer was using humalog for 3 days. Cts educated customer on insulin labeling. The customer delivered a bolus to address the high bg after changing the cartridge and infusion set to resolve the issue.